Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
(B)(4).

Event description:
It was reported during a crt implant procedure, the guidewire got stuck in the lead and could not be removed. As a result, the physician explanted and replaced the lead. No patient symptoms were reported.